Manufacturer narrative:
The customer¿s report that the tubing set was found to be separated at the "y-site" was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the tubing was completely separated at the engagement between the tubing to the set¿s second smartsite inlet port due to insufficient solvent being applied at the engagement of the tubing during manufacturing. Closer inspection of the separation under a lab microscope observed that each tubing had insufficient solvent applied at the engagement. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification. No other anomalies observed with the set. The root cause was identified as a manufacturing issue for insufficient solvent of the tubing.

Event description:
It was reported that the nurse entered the patient's room with a new primary infusion tubing set. When the nurse opened the tubing set package, the tubing set was found to be separated at the y-site. The customer further stated that there were no adverse effects caused to the patient as the product failure was noted prior to use on the adult patient.